Event description:
In 2007, the patient reported experiencing 2 infusion tubings separate from the luer lock in the past 10 days. She stated on the most recent incident her blood glucose elevated to 350 mg/dl. She stated she discovered the separation because she began to feel thirsty, nauseated, and dehydrated. She changed the infusion tubing and bolused through her infusion device to lower her blood glucose. Her normal blood glucose range is 100-130 mg/dl. The headset and infusion tubing had been in use for 7 days at the time of the incident. The patient was advised to change the headset every 3 days and infusion tubing every 6 days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.